Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review of the unit's interior, there were signs of previous moisture presence and corrosion on the lcd connector located on pcba2 and on the lcd flex cable. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was went off and red light keeps blinking. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.